Manufacturer narrative:
(B)(4). (B)(6). The sample was reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the damaged silicone tubing was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak in a uv-flash transfer set while performing peritoneal dialysis (pd) therapy. The leak was coming from a crack in the silicone tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. Visual inspection identified the reported cut in the silicone tubing. Additionally, leak testing confirmed that a leak was occurring from the observed cut. Clear passage and clamp functional tests were performed with no issues noted. The reported leak was confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.